Event description:
It was reported that in (B)(6) 2014 a ¿pump-o-gram¿ was performed and it was determined that the patient¿s pump was not functioning. The patient¿s pump was used to infuse an unknown drug at the time of the event. No patient symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from a consumer receiving intrathecal therapy. The indication for use was failed back syndrome - other. The patient's pump was replaced due to a mechanism issue. It was also noted that the patient was very confused with information and kept reading things from the implant summary.

Manufacturer narrative:
Date in initial report is being corrected to (B)(6) 2014. Date is approximate.

Event description:
It was reported that a manufacturer's representative was present during the event in (B)(6) 2014. It was later reported that a manufacturer's representative was present to assist in the patient's replacement surgery. A manufacturer's representative reported that the patient was scheduled for a dye study early in the year.

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type catheter. (B)(4).